Event description:
The physician reported during procedure while packing the eleventh coil into the aneurysm, after having had pushed the coil approximately 1cm out of the microcatheter, she pulled back to reposition it and it spontaneously detached. The microcatheter was reportedly pulled out of the pt, but the coil remained in the artery with the distal end attached to the aneurysm. The physician reported the coil was removed from the artery with the use of retrieval devices. The pt had no thrombotic complication and is reportedly in perfect clinical condition now. The physician also noted that the pt had a tortuous anatomy.

Manufacturer narrative:
The device in question has been returned to boston scientific for investigation, however, the investigation is still on-going. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Once the investigation has been completed, a supplemental report will follow.